Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to deflation. Device evaluation: analysis of the returned device identified: wear abrasion, creases fold and delamination valve leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device was explanted.